Manufacturer narrative:
Correction b5: both of the devices were replaced to complete the case medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction b5: medtronic received information that during use of a affinity nt oxygenator, it was reported that the device had a crack at the connection point, resulting in bubble formation and a leaking fiber. See attached video. The device was replaced to complete the case. There was no adverse patient effect associated with this event. Correction d1: brand name updated correction d4: model and catalog number information updated. Correction h6: updated the annex a code and annex e code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(Pli 10, 20): medtronic received information that during use of a affinity nt cvr (cardiotomy venous reservoir), and a pixie hollow fiber oxygenator it was reported that the affinity reservoir had a crack at the connection point, resulting in bubble formation and the pixie oxy had a leakage between the heat exchanger and the main reservoir. See attached video. Use of device was unspecified. There was no adverse patient effect associated with this event.